Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported inaccurate low test results. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 13.9 mmol/l (250 mg/dl) mean high blood glucose (hyperglycemia). If you get results above 13.9 mmol/l (250 mg/dl), but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall or above 13.9 mmol/l (250 mg/dl), follow the treatment advice of your healthcare provider." And "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately." It advises "you should perform a control solution test when you suspect that your meter or test strips are not working properly and when you think your test results are not accurate of if your test results are not consistent with how you feel."

Event description:
The patient reported that her blood glucose measured 18 mmol/l (324 mg/dl). She took an insulin bolus dose for correction (exact dosage not provided). She collapsed at work and was taken by ambulance to hospital where her bg was measured at 30 mmol/l (540 mg/dl). She was hospitalized for a week. While hospitalized a blood glucose meter comparison was conducted. Her pdm bg meter read 1.9 mmol/l (34 mg/dl) while the hospital's read 8 mmol/l (144 mg/dl).